Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and aspiration and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a suction issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported suction pressure of the probe was very weak and not worked after checking the tube, replaced with a new probe. The replacement of probe leads to entire operation delayed by ten minutes, and there were no other abnormalities. The patient returned to the ward smoothly after completing the surgery.